Event description:
It was further reported that the ventricular assist device (vad) exhibited power consumption below normal it was stated that power c onsumption has been the normal for the patient who was cannulated in the left atrium rather than the left ventricle.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Corrected sections: - b3 date of event: the event date was corrected from (B)(6) 2020 to reflect when the low flows occurred from initial I nformation obtained - b5: desc evt problem: corrected to include additional product malfunction exhibited - h6: imf (annex f) health impact, patient codes (ime/annex e), device codes (fdd/annex a), img (annex g) component, eval code method (fdm/annex b), eval code result (fdr/annex c), eval code conclusion (fdc/annex d): corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for malfunction and added additional device. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103/ catalog #: 1103/ expiration date: 30-sep-2020 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 04-sep-2018 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 product event summary: one (1) controller ((B)(6)) was returned for evaluation. Ventricular assist device (vad) (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the controller revealed contamination within power port one (1) and power port two (2). This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, failure analysis of the returned device revealed bent pins within power port two (2) of the controller. The bent pins did not allow a power source to properly connect to the controller. Review of the controller log files revealed a controller power up event on (B)(6) 2019 at 22:31:03. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 1 minute and 4 seconds. The observed controller loss of power event is an additional finding, unrelated to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additionally, review of the controller log files revealed four (4) low flow alarms logged since (B)(6) 2019. As a result, the reported bent pin and low flow event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on an investigation conducted under CAPA (B)(4) , the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the c ontroller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller revealed contamination within power port one and power port two. This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, failure analysis of the returned device revealed bent pins within power port two of the controller. The bent pins did not allow a power source to properly connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and power source output connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller¿s power ports exhibited poor mechanical connection. The controller was exchanged. No patient complications have been reported as a result of this event.